Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds which had been steadily increasing over the past several months. Subsequently, this lead was explanted and replaced. It was noted that the issue is believed to be the tissue lead interface. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds which had been steadily increasing over the past several months. Subsequently, this lead was explanted and replaced. It was noted that the issue is believed to be the tissue lead interface. No additional adverse patient effects were reported. This lead was returned, and laboratory analysis has been completed.